Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the identified replacement components included the power cord, power supply, and power management pcba. All listed components were replaced during service; however, replacement of the power supply resolved the reported issue. Following completion of the repair, the device successfully passed performance verification testing (pvt), confirming compliance with product specifications. The ventilator has since been returned to service.

Event description:
Philips received a customer complaint regarding a v60 ventilator indicating intermittent ac power. It was reported that there was no patient involvement at the time the issue was identified. The device was being used to create a treatment plan for respiratory assist when the issue occurred. The customer evaluated the device with the assistance of a remote service engineer (rse) and confirmed the reported condition. The expected and actual behavior was intermittent ac power: at times the unit operated normally on ac power, but when ac was disconnected it switched to dc as expected. However, upon reconnecting ac power, the unit did not always switch back to ac operation. As a result, the unit was taken out of service, with no patient impact reported. Diagnostic activities confirmed the intermittent ac power condition. The engineer recommended replacing the power management pcba, while also advising verification of the power cord and power supply. The customer was instructed to try a different power cord and to check for 120 vac input to the power supply and 24 vdc output from the power supply to the power management pcba. The relevant replacement parts identified included the power cord, power supply, and power management pcba (part no. 453561544451). Resolution and disposition are pending, investigation ongoing.